Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be duplicated during testing. Review of the log files found no entries matching the reported event date. Multiple alarm codes were recorded simultaneously, indicating conditions consistent with insufficient oxygen supply and/or a compressor system issue. Inspection identified debris in the compressor/oxygen flow screens, and the screens were replaced as a precaution. The user was also advised to verify the external oxygen supply, including the tank and regulator, to ensure proper pressure and operation. The device passed operational and stress testing successfully with no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.